Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead has exhibited both over and undersensing. Further review found a decrease in p-wave amplitude from 3.5 millivolts (mv) to 0.8 mv and a decrease in ra impedance measurement to 283 ohms. A lead fracture was suspected, but not confirmed. At this time the clinic opted to electrically abandon the ra lead by reprogramming device to pace and sense only in the ventricle and turning off atrial detection enhancements. No adverse patient effects were reported.